Manufacturer narrative:
Block b3: date of event was approximated to 11/01/2024 based on the date the manufacturer became aware of the event. Block h6: device code a0501 captures the reportable event of basket detachment. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a zero tip basket device was used during a procedure. Reportedly, the basket broke, and all parts were retrieved. No patient complications were reported.